Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured december 05, 2014 to december 08, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle approximately 0.30 square mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter floating in a large volume infusor. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.